Event description:
It was reported that following an implant procedure, the patient's implantable cardioverter defibrillator was found to have under-sensing and failed to deliver shock. The patient then went into continued arrythmia, which the device responded appropriately to. The patient's arrythmia continued and the patient passed away. The physician did not allege the device was a contributing factor to the death. The cause of death was not confirmed.

Event description:
New information received notes that cause of death was unknown, no death narrative was available. The under-sensing issue was caused by very fine vf waves with appropriate device function